Manufacturer narrative:
(B)(4) is being used for ¿loss of umbilicus¿; ¿long and difficult removal¿; ¿post-op [pain] from surgery was sufficient to cause plaintiff to seek emergent care on at least one [occasion]¿; ¿failure to prevent adhesions¿; ¿contraction sufficient to allow bowel to come ¿down over the top of the mesh¿¿. (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2009 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. The following was reported: ¿severe and chronic pain for years, loss of umbilicus, severe adhesions of bowel to mesh, open surgery to remove mesh, long and difficult removal, tear in bowel, post-op [pain] from surgery was sufficient to cause plaintiff to seek emergent care on at least one [occasion].¿ it was reported the patient alleges the following product deficiencies: severe foreign body response, failure to prevent adhesions, and ¿contraction sufficient to allow bowel to come ¿down over the top of the mesh¿¿. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009, including records detailing the origin of the incisional hernia, were not provided. Operative records dated (B)(6) 2009 state the patient underwent laparoscopic incisional hernia repair with mesh. Findings state: ¿she had adhesions to the previous incisional hernia site. She had several small fascial defects that altogether encompassed about a 4 x 8 cm defect. I used a piece of gortex dual mesh that all in all measured 12 x 18 cm.¿ the (B)(6) 2009, operative report states: ¿entry into the peritoneal cavity was obtained through a right upper quadrant incision with placement of a hasson trocar using open technique. Three additional trocars were inserted under direct visualization using standard technique. As stated above, there were adhesions to the previous hernia that were taken down using a combination of sharp dissection and judicious harmonic scalpel used. After the adhesions were taken down and the fascial defect clearly exposed, I selected a piece of 12 x 8 cm mesh to allow for a minimum of 4 cm overlap over the fascial defect. The mesh was then introduced into the peritoneal cavity and then anchored to the anterior abdominal wall using a combination of staples as well as transfascial gortex sutures. The mesh had good overlap and good coverage. The trocars were then removed and pneumoinsufflation released. The larger fascial sites were closed with o vicryl and the skin sites closed with 4-0 subcuticular stitch. Overall the patient tolerated the procedure well without any complications.¿ the complaint states that a gore dualmesh® plus biomaterial (1dlmcp04/06705733) was implanted. Records between (B)(6) 2009, and (B)(6) 2017 were not provided . History and physical notes dated (B)(6) 2017 states the patient ¿is a 48-year-old female who has developed a bulge in her upper midline and around a previous incisional site at her umbilicus. This has progressively enlarged. It has become more bothersome to her. She has undergone extensive outpatient evaluation and now presents for incisional ventral hernia repair with mesh.¿ ¿past surgical history: multiple lower midline incisional scars with a previous incisional hernia repair. She actually underwent an incisional hernia repair at an outside institution with a large piece of mesh. The hernia is above the previous laparoscopic mesh repair.¿ impression from the (B)(6) 2017 visit states: ¿1. Recurrent incisional hernia. 2. Ventral hernia. 3. Morbid obesity with a body mass index (bmi) of 47.21. 4. Hypothyroidism. 5. Asthma. 6. Osteoarthritis.¿ records detailing the ¿extensive outpatient evaluation¿ were not provided. Operative records dated (B)(6) 2017 state the patient underwent: ¿1. Incisional hernia repair with mesh. 2. Myofascial flap, left. 3. Myofascial flap, right. 4. Subcutaneous flap, left. 5. Subcutaneous tissue flap, right. 6. Removal of old mesh.¿ findings from the procedure state: ¿recurrent incisional hernia, mesh in place in incisional hernia that came out and then down over the top of the mesh.¿ indication states the patient ¿developed a new hernia in her ventral region as well as above the previous incisional site where she had a laparoscopic incisional hernia repair at an outside institution. This has become more and more painful to her. She presented for recurrent incisional hernia repair with mesh.¿ the (B)(6) 2017 operative notes state: ¿made an incision in elliptical fashion and carried around the palpable hernia down over the old umbilicus and upper incision of the previous incisional site. Dissection was carried down to the subcutaneous tissues. We excised down old hernia sac down to the fascia and also some hard necrotic fat consistent with fat necrosis in this area. We excised the whole umbilicus. I then entered the hernia sac. I began taking down adhesions. The small bowel was really stuck in this area. As we teased down, it was stuck and actually herniating over the top of the mesh and then back into the hernia sac . I took all this mesh down. It was a slow tedious dissection taking the small bowel which was stuck up adherently to the mesh. Slowly, I freed this entire area up.¿ the (B)(6) 2017 operative report states: ¿I then took the metal clips out and began removing the mesh without disrupting the posterior sheath. It was a slow tedious dissection but slowly I was able to get the entire mesh out and as many of the metal spiral clips as we could. There were also suture that were removed that appeared to be gore-tex type sutures. Once I had this totally down, we inspected all the bowel and took down multiple adhesions. It was actually ileum that was stuck up to the mesh. We did have a serosal tear in this region and this was repaired using 2-0 vicryl in a transverse fashion. This came together very nicely. Once I had all adhesions down, the bowel looked excellent. I then separated the posterior sheath and peritoneum beginning on the right side and undermined this all the way out to the lateral edge of the rectus sheath. I then mobilized all the way inferiorly. I then began mobilizing on the left side and after I completed the left side I began mobilizing on the right side in similar fashion. Mobilized all the way out to the very edge. By mobilizing all the way out, we could move the flaps to the midline. The posterior sheath perineum was then closed using #1 prolene with interrupted o ethibond sutures every 2 to 3 cm. This came together very nicely.¿ the (B)(6) 2017 operative records continue: ¿a piece of parietex mesh, 15 x 20 in size, was then cut in elliptical fashion and placed in the preperitoneal space. Sutured circumferentially to the anterior fascial areas by going through the fascia, getting mesh and then back out in a keyhole type fashion circumferentially. These sutures were then all tied down. The anterior fascial layers were then reapproximated over the top of the mesh using #1 prolene by taking fascia, mesh, fascia, typing it down and placing o ethibond sutures every 3 cm. We began suture superiorly and one inferiorly and closed this totally over the top of the mesh. We undermined significantly under the subcutaneous tissue circumferentially. We were able to mobilize the skin to the midline without tension. This all was inspected and made hemostatic. A 19-french blake drain was placed in the depth of the wound in the subcutaneous tissue and brought out through a stab incision out laterally, the deep dermal layers were reapproximated using 2-0 vicryl and the skin edges reapproximated using metal clips.¿ the records indicate a parietex mesh (non-gore device) was implanted during the procedure. There was no mention of infection in the records. According to the complaint information provided, it was reported there was ¿contraction sufficient to allow bowel to come down ¿over the top of the mesh.¿¿ however, records describing this finding were not provided. A pathology report dated (B)(6) 2017regarding a specimen collected (B)(6) 2017states: ¿specimen: synthetic mesh with attached fibroadipose tissue, excision. Clinical: incisional hernia. Gross description: received as ¿mesh (incisional hernia)¿ or two tan pieces of synthetic material measuring 10.0 x 4.5 x 0.1 cm and 13.0 x 6.0 x 0.3 cm . There is a small amount of fibrofatty tissue adherent to this synthetic material.¿ ¿final diagnosis: synthetic mesh with attached fibroadipose tissue.¿ admission records dated (B)(6) 2017 state: ¿49 [year] female [history of] multiple ventral hernia repair surgeries, last being last week by dr. (B)(6), presented to ER [nausea/vomiting/diarrhea] and [abdominal] pain mild to moderate for past few days. [Patient] was prescribed flagyl po few days ago for presumed cdiff diarrhea but no confirmation of cdiff yet available. [Patient] denies chest pain or sob or fever or chills. No melena or hematochezia.¿ the (B)(6) 2017 records state: ¿hospital course: the patient presented with abdominal pain and follow-up imaging was consistent colitis in the setting of c. Difficile positive status. She was initially started on ciprofloxacin and flagyl which was later tapered to include monotherapy with metronidazole. The patient reported complete resolution of abdominal pain and nausea and demonstrated the ability to tolerate p.o. Medication/nutrition without difficulty. She also reported a resolution of loose stools as well. Presenting leukocytosis resolved while the patient was admitted and she ·was noted to be afebrile and hemodynamically stable throughout the duration of her hospital stay.¿ diagnoses are noted as hypokalemia, nausea and vomiting, diarrhea unspecified, noninfectious gastroenteritis, leukocytosis, generalized abdominal pain, and enterocolitis due to clostridium difficile. The records indicate the patient was discharged on (B)(6) 2017. Records dated (B)(6) 2017 indicate a CT of the abdomen and pelvis was performed. Impression states: ¿1. Postoperative changes from interval and recent ventral hernia repair, with small amount of air and ill-defined fluid within the subcutaneous fat and adjacent abdominal wall musculature. No discrete, mature enhancing abscess is currently identified. 2. Nonspecific long segment colonic wall thickening suspicious for colitis. No current evidence of bowel obstruction .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) medical center. (B)(6) md. Progress note. Feels better. Exam: gi; normal. Soft abd, no distention, no rigidity, incision healing. Impression/plan: s/p recurrent incisional hernia repair w/mesh components type, doing well, cont treatment, increase activity, clear liquids, await return of bowel function. (B)(6) 2017: (B)(6) medical center. (B)(6) md/(B)(6) md. Discharge summary. Discharged home in stable condition. Hospital course: presented for open ventral hernia repair. Able to tolerate clears, pass gas and ambulate. No heavy lifting and no strenuous exercise; ambulate 2x/day, cleanse around drain insertion site w/normal saline. Appt. Dr. (B)(6), (B)(6) 2017. Discharge dx: hernia. (B)(6) 2017: medical center. (B)(6) rn. Flowsheet. Abdominal appearance: obese, scarred; incision site mid abd clean and dry w/15 staples intact. Llq abd-small healing wound (previous drain wound). Dressing changed. Gi s/s: diarrhea, vomiting. (B)(6) 2017: (B)(6) medical center. (B)(6) md. H&p. Hpi: h/o multiple ventral hernia surgeries, last being last week by dr. (B)(6). Presented to ER w/n/v/d, abd pain for last few days. Rx¿d flagyl po few days ago for presumed c. Diff diarrhea; no confirmation of c. Diff yet available. Exam: gi; +bs, soft, tenderness across mid abdomen, nondistended, ventral staples incision w/o drainage or erythema, no guarding. Impression: colitis per CT, abd pain, hypokalemia, normocytic anemia, leukocytosis, recent ventral hernia repair on (B)(6) 2017. Plan: stool studies, cipro/flagyl for now, ivf, consult general surgery and/or gi services prn, zofran, famotidine, prn pain med. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Discharge summary. Discharged home in stable condition. Hospital course: presented w/abd pain; f/u imaging consistent colitis in setting of c. Diff positive status. Started on cipro, flagyl; later tapered to include monotherapy w/metronidazole. Reported complete resolution of abd pain and nausea, ability to tolerate p.o. Meds/nutrition, resolution of loose stools. Presenting leukocytosis resolved, noted to be afebrile and hemodynamically stable throughout hospital stay. F/u w/pcp in 1 week and gastroenterology in 4 weeks regarding dyspepsia. Dx: [included] nausea/vomiting, diarrhea, noninfectious gastroenteritis, generalized abd pain, enterocolitis d/t c. Diff. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 09: (B)(6) med ctr. (B)(6) md. History and physical. Hpi: referred by dr. (B)(6) for evaluation incisional hernia. Had incisional hernia repair back in about 2005 at the umbilical region. It has since recurred. Impression: incisional hernia. Plan: laparoscopic incisional hernia repair. (B)(6) 09: [ni]. [Illegible]. Office notes. Surgery [illegible]. Steri strips off. (B)(6) 10: (B)(6) clinic. Dr. (B)(6). Office notes [handwritten]. C/o abd pain, feels like food get stuck in esophagus, nausea, eating lots of baked or boiled food. C/o pain around umbilicus. Normally 230 (236 lbs today). Pain not related to specifics. Exam: abd, soft, no obvious abd wall hernia. Impression: nonspecific abd pain. Plan: us gb, CT abd/pelvis. (B)(6) 10: (B)(6) med ctr. (B)(6) md. Radiology-gallbladder ultrasound. Indication: abd pain. Impression: no evidence for cholelithiasis or cholecystitis. No acute sonographic abnormality identified. (B)(6) 10: (B)(6) med ctr. (B)(6) md. Radiology-CT abdomen/pelvis. Indication: abd pain. Impression: prior hernia repair without complicating features. Changes within the periumbilical fat, perhaps postoperative in nature related to the old fascial defect. No evidence for bowel obstruction or acute intraabdominal/intrapelvic process process [sic]. (B)(6) 10: (B)(6) med ctr. (B)(6) md. History and physical. Hpi: h/o epigastric discomfort and dysphagia. Had a previous laparoscopic incisional hernia repair in 2009. Exam: abdomen, well-healed surgical site from recent laparoscopic incisional hernia repair. Impression: epigastric pain with dysphagia. Plan: esophagogastroduodenoscopy (B)(6)10. (B)(6) 10: (B)(6) med ctr. (B)(6) md. Operative report. [Presumed egd]. Preprocedure dx: dysphagia, epigastric pain. Postprocedure dx: gastritis. Delayed gastric emptying. Impression: gastritis. (B)(6) 10: (B)(6) clinic. Dr.(B)(6). Office notes. 237lbs. Egd (+) food contents. ? Delayed gastric emptying. Plan: gastric emptying scan. (B)(6) 10: (B)(6) med ctr. (B)(6) md. Radiology-hepato scan w&w/o gb func. Indication: epigastric pain. Impression: gastric retention of radiotracer at 1 hour and 2 hour are at the lower range of normal. No evidence of gastric retention. Records between (B)(6) 2010 and (B)(6) 2015 were not provided. (B)(6) 15: [ni]. (B)(6) fnp. Office notes. Wt. 236 lbs, bmi 40.50. Cc: low abd pain, lt lower abd pain-onset 3-4 days ago, dysuria. Hpi: has c/o diarrhea, fatigue, llq, mucus in stool. Impression: dysuria. (B)(6) 16: [not indicated]. (B)(6) fnp. Office notes. Wt. 239 lbs, bmi 41.02. Cc: throwing up, mucus, ha [headache], congestion, drainage, cough. Hpi: c/o nausea, vomiting, diarrhea x 2 days. Impression: nausea and vomiting, intractability of vomiting not specified. Diarrhea, unspecified. (B)(6) 16: (B)(6) medical. (B)(6) fnp. Office notes. Wt. 244 lbs, bmi 41.88. Cc: saw on (B)(6) 16, given antibiotic for uti. Now has lower abdominal pain. Impression: uti, lower abdominal pain. (B)(6) 16: (B)(6) hospital of aberdeen. (B)(6) fnp. Office notes. Wt. 246 lbs, bmi 42.22. Cc: states ¿feels like by vagina is going to fall out.¿ hpi: c/o dysuria, urinary frequency, low back pain, lower abdominal pain x 1 week. Exam: abdomen suprapubic tenderness, right cva tenderness. Impression: dysuria, uti. (B)(6) 16: (B)(6) hospital of aberdeen. (B)(6) fnp. Office notes. Wt. 245 lbs, bmi 42.05. Hpi: worsening of uti, vaginal pain and d/c. States meds have not helped, feels like vagina falling out, states started having greenish vaginal discharge. Meds: cyanocobalamin. Exam: female genitourinary, external irritation with light green frothy d/c in vaginal vault, cervical motion and adexal [sic] tenderness. Impression: acute vaginitis, dysuria. Lab: trich [trichomoniasis; sexually transmitted infection caused by parasite] vag by naa positive. Plan: rx. (B)(6) 17: (B)(6) hospital of aberdeen. (B)(6) fnp. Office notes. Wt. 263 lbs, bmi 45.14. Hpi: has knot in stomach, thinks hernia is back, if so wants to be referred to dr. Pinson, had abdominal repair in same spot and unsure of year, denies injury. Exam: abdomen, soft nondistended mid upper abdominal mass noted, most likely hernia, easily reducible, mildly tender. Impression: abdominal mass, abdominal hernia. Plan: CT abd & pelvis. (B)(6) 17: (B)(6). Dr. (B)(6). Radiology-CT abd/pelvis. Indication: intra-abdominal and pelvic swelling, mass and lump, unspecified site. Impression: s/p ventral hernia repair. Recurrent herniation at superior aspect of ventral hernia repair material at midline at the approximate level of l2/3 interspace and in left paramedian region extending to level of l1. No other significant findings. (B)(6) 17: (B)(6). (B)(6) md. Office notes. Wt. 261.2 lbs, bmi 47.21. Hpi: recurrent incisional hernia. Had midline incisional scar many years ago. Developed incisional hernia that was repaired laparoscopically with a large piece of mesh at an outside institution. Has now developed pain and a bulge in the upper midline. CT scan has demonstrated recurrent incisional hernia above the mesh. Exam: abdomen, incisional hernia evident midway from xyphoid process to umbilicus. Impression: incisional hernia. Plan: I have recommended we proceed with incisional hernia repair with mesh. I talked with her about component¿s separation and repair in detail. A few of the risks discussed including bleeding, infection, breakdown of the wound, infection involving the mesh, injury to the small bowel and colon and the possibility of developing adhesions resulting in small bowel obstruction. After we proceed with operative repair of the ventral hernia we will be placing the mesh beneath the muscle. I discussed the possibility of a recurrent hernia, complications related to anesthesia, complications related to malnutrition, etc. She understands and requests the procedure. (B)(6) 17: (B)(6). (B)(6) md. Office notes. Wt. 260 lbs, bmi 47.00. Cc: f/u post-op. Post-op open incisional hernia repair. Doing very well. Incisional sites are healing appropriately. Not having any difficulty. Overall, I am happy with her progress. Jp drain was removed without difficulty today. Plan: will see back in one month. (B)(6) 18: (B)(6). (B)(6) md. Office notes. Wt. 261 lbs, bmi 47.18. Cc: f/u post-op. S/p ventral hernia rpr on 12/15/17. Required hospitalization for c. Difficile colitis. Now having normal bowel function, tolerating diet well. Denies abdominal pain. Incisional site well-healed. Skin staples removed today. Impression: diarrhea improved. Plan: see back one month. (B)(6)18: (B)(6). (B)(6) md. Office notes. Wt. 260 lbs, bmi 47.00. Cc: f/u post-op. Doing very well. Incisional site well-healed. Normal bowel function, tolerating diet well. Will allow her back to work and she may return as needed. Plan: will see her back in clinic prn. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 2035, 2668, 3191: other; being used for is being used for ¿loss of umbilicus¿; ¿long and difficult removal¿; ¿post-op [pain] from surgery was sufficient to cause plaintiff to seek emergent care on at least one [occasion]¿; ¿failure to prevent adhesions¿; ¿contraction sufficient to allow bowel to come ¿down over the top of the mesh¿¿ were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span january 28, 2008 through february 7, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from july 1, 2010 through july 4, 2012, and july 6, 2012 through april 27, 2015, and november 17, 2016 through november 5, 2017 were not provided. Patient information: medical history: morbid obesity. 11/10/09: 234 lbs., bmi 40.2. 11/16/16: 245 lbs., bmi 42. 7/6/17: 259 lbs., bmi 44.45. 12/15/17: 272.6 lbs., bmi 49.9. Irritable bowel syndrome. Hiatal hernia. Gastroesophageal reflux disease [gerd]. Surgical procedures: 2005: cesarean section through a lower midline incision. (B)(6) 2009: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2017: incisional hernia repair with mesh. Myofascial flap, left. Myofascial flap, right. Subcutaneous flap, left. Subcutaneous tissue flap, right. Removal of old mesh. Relevant medical information: (B)(6) 2008: CT abdomen. ¿indication: dysphagia, luq [left upper quadrant] abd [abdominal] pain. Impression: hypodense lesion within rt [right] lobe of liver too small to characterize, grossly benign. Kidneys functioning normally. Non-obstructed bowel gas pattern. No abnormal masses or fluid collections seen.¿ implant preoperative complaints: (B)(6) 2009: ¿referred by dr. Xx for evaluation [of] incisional hernia. Had incisional hernia repair back in about 2005 at the umbilical region. It has since recurred. Abdomen: soft, nontender, umbilical hernia about the size of a baseball. Impression: incisional hernia. Plan: laparoscopic incisional hernia repair.¿ records related to the 2005 incisional hernia repair have not been provided. Implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06705733, 15cm x 19cm x 1 mm thick, oval]. Implant date: (B)(6) 2009. Description of hernia being treated: ¿entry into the peritoneal cavity was obtained through a right upper quadrant incision with placement of a hasson trocar using open technique. Three additional trocars were inserted under direct visualization using standard technique. As stated above, there were adhesions to the previous hernia that were taken down using a combination of sharp dissection and judicious harmonic scalpel used.¿ implant size and fixation: ¿after the adhesions were taken down and the fascial defect clearly exposed, I selected a piece of 12 x 8 cm[sic] mesh to allow for a minimum of 4 cm overlap over the fascial defect. The mesh was then introduced into the peritoneal cavity and then anchored to the anterior abdominal wall using a combination of staples as well as transfascial gortex sutures. The mesh had good overlap and good coverage. The trocars were then removed and pneumoinsufflation released. The larger fascial sites were closed with o vicryl and the skin sites closed with 4-0 subcuticular stitch.¿ findings: ¿she had adhesions to the previous incisional hernia site. She had several small fascial defects that altogether encompassed about a 4 x 8 cm defect. I used a piece of gortex dual mesh that all in all measured 12 x 18 cm.¿ post-operative period: post-operative records were not provided. Relevant medical information: (B)(6) 2009: ¿steri strips off.¿ (B)(6) 2010: ¿c/o [complaining of] abd pain, feels like food gets stuck in esophagus, nausea, eating lots of baked or boiled food. C/o pain around umbilicus. Normally 230 (236 lbs. Today). Pain not related to specifics. Exam: abd, soft, no obvious abd wall hernia. Impression: nonspecific abd pain. Plan: us [ultrasound] gb [gallbladder], CT abd/pelvis [abdomen/pelvis].¿ (B)(6) 2010: gb ultrasound. ¿indication: abd pain. Impression: no evidence for cholelithiasis or cholecystitis. No acute sonographic abnormality identified.¿ (B)(6) 2010: CT abdomen/pelvis [a/p]. ¿indication: abd pain. Impression: prior hernia repair without complicating features. Changes within the periumbilical fat, perhaps postoperative in nature related to the old fascial defect. No evidence for bowel obstruction or acute intraabdominal/intrapelvic process.¿ (B)(6) 2010: ¿h/o [history of] epigastric discomfort and dysphagia. Had a previous laparoscopic incisional hernia repair in 2009. Exam: abdomen, well-healed surgical site from recent laparoscopic incisional hernia repair. Impression: epigastric pain with dysphagia. Plan: esophagogastroduodenoscopy (B)(6) 2010¿. (B)(6) 2010: [presumed egd]. ¿preprocedure dx: dysphagia, epigastric pain. Postprocedure dx: gastritis. Delayed gastric emptying. Impression: gastritis.¿ (B)(6) 2010: ¿? Delayed gastric emptying. Plan: gastric emptying scan.¿ (B)(6) 2010: hepato scan with/without gb function. ¿indication: epigastric pain. Impression: gastric retention of radiotracer at 1 hour and 2 hour are at the lower range of normal. No evidence of gastric retention.¿ medical records from july 1, 2010 through july 4, 2012 were not provided. (B)(6) 2012: CT pelvis. ¿indication: severe back pain, pelvic pain. Impression: no fracture or dislocation.¿ medical records from july 6, 2012 through april 27, 2015 were not provided. (B)(6) 2015: ¿cc [chief complaint]: low abd pain, lt[left] lower abd pain-onset 3-4 days ago, dysuria. Hpi [history of present illness]: has c/o diarrhea, fatigue, llq, mucus in stool. Impression: dysuria.¿ (B)(6) 2015: us a/gb. ¿indication: abd pain. Impression: normal gallbladder ultrasound.¿ (B)(6) 2015: hida scan with gb ejection fraction. ¿indication: abd pain. Comparison: 06/30/10. Impression: normal hida scan w/ 61% gallbladder ejection fraction.¿ (B)(6) 2016: ¿throwing up, mucus, ha [headache], congestion, drainage, cough. Hpi: c/o nausea, vomiting, diarrhea x 2 days. Impression: nausea and vomiting, intractability of vomiting not specified. Diarrhea, unspecified.¿ (B)(6) 2016: ¿saw on (B)(6) 2016, given antibiotic for uti. Now has lower abdominal pain. Impression: uti, lower abdominal pain.¿ medical records from november 17, 2016 through november 5, 2017 were not provided. Explant preoperative complaints: (B)(6) 2017: ¿has knot in stomach, thinks hernia is back, if so wants to be referred to dr. Xx, had abdominal repair in same spot and unsure of year, denies injury. Exam: abdomen, soft nondistended mid upper abdominal mass noted, most likely hernia, easily reducible, mildly tender. Impression: abdominal mass, abdominal hernia. Plan: CT abd & pelvis.¿ (B)(6) 2017: CT a/p. ¿indication: intra-abdominal and pelvic swelling, mass and lump, unspecified site. Impression: s/p [status post] ventral hernia repair. Recurrent herniation at superior aspect of ventral hernia repair material at midline at the approximate level of l [lumbar]2/3 interspace and in left paramedian region extending to level of l1. No other significant findings.¿ (B)(6) 2017: ¿recurrent incisional hernia. Had midline incisional scar many years ago. Developed incisional hernia that was repaired laparoscopically with a large piece of mesh at an outside institution. Has now developed pain and a bulge in the upper midline. CT scan has demonstrated recurrent incisional hernia above the mesh. Exam: abdomen, incisional hernia evident midway from xyphoid process to umbilicus. Impression: incisional hernia. Plan: I have recommended we proceed with incisional hernia repair with mesh. I talked with her about component¿s separation and repair in detail. A few of the risks discussed including bleeding, infection, breakdown of the wound, infection involving the mesh, injury to the small bowel and colon and the possibility of developing adhesions resulting in small bowel obstruction. After we proceed with operative repair of the ventral hernia, we will be placing the mesh beneath the muscle. I discussed the possibility of a recurrent hernia, complications related to anesthesia, complications related to malnutrition, etc. She understands and requests the procedure.¿ (B)(6) 2017: ¿48-year-old female who has developed a bulge in her upper midline and around a previous incisional site at her umbilicus. This has progressively enlarged. It has become more bothersome to her. She has undergone extensive outpatient evaluation and now presents for incisional ventral hernia repair with mesh.¿ ¿past surgical history: multiple lower midline incisional scars with a previous incisional hernia repair. She actually underwent an incisional hernia repair at an outside institution with a large piece of mesh. The hernia is above the previous laparoscopic mesh repair.¿ ¿impression 1. Recurrent incisional hernia. 2. Ventral hernia. 3. Morbid obesity with a body mass index (bmi) of 47.21. 4. Hypothyroidism. 5. Asthma. 6. Osteoarthritis.¿ explant procedure: incisional hernia repair with mesh. Myofascial flap, left. Myofascial flap, right. Subcutaneous flap, left. Subcutaneous tissue flap, right. Removal of old mesh. Explant date: (B)(6) 2017; hospitalization dates (B)(6) 2017 . Findings. ¿recurrent incisional hernia, mesh in place in incisional hernia that came out and then down over the top of the mesh.¿ ¿made an incision in elliptical fashion and carried around the palpable hernia down over the old umbilicus and upper incision of the previous incisional site. Dissection was carried down to the subcutaneous tissues. We excised down old hernia sac down to the fascia and also some hard necrotic fat consistent with fat necrosis in this area. We excised the whole umbilicus. I then entered the hernia sac. I began taking down adhesions. The small bowel was really stuck in this area. As we teased down, it was stuck and actually herniating over the top of the mesh and then back into the hernia sac. I took all this mesh down. It was a slow tedious dissection taking the small bowel which was stuck up adherently to the mesh. Slowly, I freed this entire area up. I then took the metal clips out and began removing the mesh without disrupting the posterior sheath. It was a slow tedious dissection but slowly I was able to get the entire mesh out and as many of the metal spiral clips as we could. There were also suture that were removed that appeared to be gore-tex type sutures. Once I had this totally down, we inspected all the bowel and took down multiple adhesions. It was actually ileum that was stuck up to the mesh. We did have a serosal tear in this region and this was repaired using 2-0 vicryl in a transverse fashion. This came together very nicely. Once I had all adhesions down, the bowel looked excellent. I then separated the posterior sheath and peritoneum beginning on the right side and undermined this all the way out to the lateral edge of the rectus sheath. I then mobilized all the way inferiorly. I then began mobilizing on the left side and after I completed the left side I began mobilizing on the right side in similar fashion. Mobilized all the way out to the very edge. By mobilizing all the way out, we could move the flaps to the midline. The posterior sheath perineum was then closed using #1 prolene with interrupted o ethibond sutures every 2 to 3 cm. This came together very nicely. A piece of parietex mesh, 15 x 20 in size, was then cut in elliptical fashion and placed in the preperitoneal space. Sutured circumferentially to the anterior fascial areas by going through the fascia, getting mesh and then back out in a keyhole type fashion circumferentially. These sutures were then all tied down. The anterior fascial layers were then reapproximated over the top of the mesh using #1 prolene by taking fascia, mesh, fascia, typing it down and placing o ethibond sutures every 3 cm. We began suture superiorly and one inferiorly and closed this totally over the top of the mesh. We undermined significantly under the subcutaneous tissue circumferentially. We were able to mobilize the skin to the midline without tension. This all was inspected and made hemostatic. A 19-french blake drain was placed in the depth of the wound in the subcutaneous tissue and brought out through a stab incision out laterally. The deep dermal layers were reapproximated using 2-0 vicryl and the skin edges reapproximated using metal clips.¿ (B)(6) 2017: ¿feels better. Exam: gi; normal. Soft abd, no distention, no rigidity, incision healing. Impression/plan: s/p recurrent incisional hernia repair w/mesh components type, doing well, cont [continue] treatment, increase activity, clear liquids, await return of bowel function.¿ (B)(6) 2017: pathology. ¿specimen: synthetic mesh with attached fibroadipose tissue, excision. Clinical: incisional hernia. Gross description: received as ¿mesh (incisional hernia)¿ or two tan pieces of synthetic material measuring 10.0 x 4.5 x 0.1 cm and 13.0 x 6.0 x 0.3 cm. There is a small amount of fibrofatty tissue adherent to this synthetic material.¿ ¿final diagnosis: synthetic mesh with attached fibroadipose tissue.¿ (B)(6) 2017: discharge summary. ¿hospital course: presented for open ventral hernia repair. Able to tolerate clears, pass gas and ambulate. No heavy lifting and no strenuous exercise; ambulate 2x/day, cleanse around drain insertion site w/normal saline.¿ relevant medical information: (B)(6) 2017: ¿doing very well. Incisional sites are healing appropriately. Not having any difficulty. Overall, I am happy with her progress. (B)(6) drain was removed without difficulty today.¿ inpatient hospitalization: hospitalization dates (B)(6) 2017. (B)(6) 2017: ¿49 [year-old] female [with history of] multiple ventral hernia repair surgeries, last being last week by dr. Xx presented to ER [nausea/vomiting/diarrhea] and [abdominal] pain mild to moderate for past few days. [Patient] was prescribed flagyl po [by mouth] few days ago for presumed cdiff [clostridioides difficile] diarrhea but no confirmation of cdiff yet available. [Patient] denies chest pain or sob or fever or chills. No melena or hematochezia.¿ (B)(6) 2017: CT a/p. ¿1. Postoperative changes from interval and recent ventral hernia repair, with small amount of air and ill-defined fluid within the subcutaneous fat and adjacent abdominal wall musculature. No discrete, mature enhancing abscess is currently identified. 2. Nonspecific long segment colonic wall thickening suspicious for colitis. No current evidence of bowel obstruction.¿ (B)(6) 2017: flowsheet. ¿abdominal appearance: obese, scarred; incision site mid abd clean and dry w/15 staples intact. Llq abd-small healing wound (previous drain wound).¿ (B)(6) 2017: discharge summary. Hospital course: presented w/abd pain; f/u [follow up] imaging consistent [with] colitis in setting of c. Diff positive status. Started on cipro, flagyl; later tapered to include monotherapy w/metronidazole. Reported complete resolution of abd pain and nausea, ability to tolerate p.o. [Oral] meds/nutrition, resolution of loose stools. Presenting leukocytosis resolved, noted to be afebrile and hemodynamically stable throughout hospital stay. Dx [diagnoses]: nausea/vomiting, diarrhea, noninfectious gastroenteritis, generalized abd pain, enterocolitis d/t [due to] c. Diff.¿ (B)(6) 2018: ¿f/u post-op. S/p ventral hernia rpr [repair] on (B)(6) 2017. Required hospitalization for c. Difficile colitis. Now having normal bowel function, tolerating diet well. Denies abdominal pain. Incisional site well-healed. Skin staples removed today. Impression: diarrhea improved.¿ (B)(6) 2018: ¿f/u post-op. Doing very well. Incisional site well-healed. Normal bowel function, tolerating diet well. Will allow her back to work and she may return as needed.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06705733. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 1/28/08, were not provided. (B)(6) 2008 (B)(6) regional med ctr. (B)(6) md. Radiology ¿ CT abdomen w&w/o contrast. Indication: dysphagia, luq abd pain. Impression: hypodense lesion within rt lobe of liver too small to characterize, grossly benign. Kidneys functioning normally. Non-obstructed bowel gas pattern. No abnormal masses or fluid collections seen. (B)(6) 2009: exam: abdomen; soft, nontender, umbilical hernia about the size of a baseball. (B)(6) 2009: (B)(6) rmc. [Illegible]. Progress notes. Implant label. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06705733. W.l. Gore & associates. Lap incisional hernia repair w/ mesh. Stable. F/u 1 week. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06705733) was implanted during the procedure. Records between 6/30/10 and 7/5/12 were not provided. (B)(6) 2012: (B)(6) rmc. (B)(6) md. Radiology ¿ CT pelvis. Indication: severe back pain, pelvic pain. Impression: no fracture or dislocation. Records between 7/05/12 and 4/28/2015 were not provided. (B)(6) 2015: (B)(6) md. Radiology ¿ us abdomen/gallbladder. Indication: abd pain. Impression: normal gallbladder ultrasound. (B)(6) 2015: (B)(6) rmc. (B)(6) md. Radiology ¿ nuclear med hida scan w/ gb ef. Indication: abd pain. Comparison: 06/30/10. Impression: normal hida scan w/ 61% gallbladder ejection fraction. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.